Event description:
The reporter stated that the device results were 263 and 287mg/dl when she got shaky. She said she was incoherent and emts were called. She said the emts meter read 34mg/dl and they gave her a glucose IV and took her to the hospital.